Event description:
A female patient had a portion of the spinal needle break off inside her. The crna hit bone when doing the procedure. The woman was sent to another hospital so that the needle could be removed. The needle is in the hands of the crna's insurance company.

Manufacturer narrative:
Based on the description of this incident, where bone was struck during the procedure, this is indicative of a bending/restraightening mode of failure and suggest a procedural/technique issue. Incident is similar to previous incidents with this item. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened. Regulatory compliance will continue to monitor reports to identify and changes in trending.